Event description:
A malfunction with a code indicating a momentary power loss to the vibrator motor was reported, which caused the customer's blood glucose level to exceed 500 mg/dl. After resetting guidance was provided by technical support, the pump was successfully reset, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if any malfunction codes appeared.